Manufacturer narrative:
Batch review performed on 14 january 2022. Lot 2012944: (B)(4) items manufactured and released on 30-march-2021. Expiration date: 2026-mar-17. No anomalies found related to the problem. To date, no other items of the same lot have been sold.

Event description:
At 3 months after the primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.